Event description:
Inform system user reported the meter has two missing connector pins and the plastic surrounding the connector pins appears to be burned. She believes the connector pins were burned off. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.